Event description:
When assembling the handpiece to a device the 4-40 stud along with the pezio electric crystals pulled apart from the handpiece's housing. The customer was able to use another handpiece and device to complete the case with no patient consequence.